Event description:
A consumer reported receiving a low reading of 168 mg/dl when compared to a laboratory value of 245 mg/dl. These results, when plotted on a clark error grid, fall into the "d" zone showing the difference in results to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.